Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, a drawer failure occurred due to a hardware malfunction. The customer reported that the affected drawer was in a failed state and would not open.The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 05-FEB-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer found that main half height drawer 5.2 was sticking during operation. Adjusted the rear panel to eliminate interference with the drawer slides, then tested the drawer multiple times within the application and verified that it operated properly without further issues. The system functioned as intended after the field service engineer repaired the device.